Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a biopsy procedure. According to the complainant, during the procedure, the clevis of the device became bent. The procedure was completed with this device and five biopsy samples were obtained. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
Customer reportedly received result of 29.9 mmol/l on mobile system 1 and 11.6 mmol/l on mobile system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in mobile system 1 (lot number 277039, expiration date 07/31/2011). Reference medwatch report with (B)(4) for the suspect device used in mobile system 2.